Manufacturer narrative:
Sending follow-up emdr due to updated customer address. .

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's battery intermittently connects. There was no patient involvement.